Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Recordings from on (B)(6) 2025, transmitted to home monitoring show a degraded far-field signal, degraded atrial signal, and potential rv noise compared to the clear iegms in the next most previous recording, a periodic iegm from on (B)(6) 2025. Patient history and postural testing and isometrics were recommended to fully evaluate the lead. Lead remains implanted.